Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient had an impella cp placed for support. The pump was placed but flows were low so after just under six hours, the pump was explanted and replaced. The patient survived and the second pump continues to support.

Manufacturer narrative:
The investigation of low pump flow has been completed. Per returned product investigation, product damage (cannula kink) was added as a failure mode. Low pump flow: data logs were not returned for this pump. The product was returned for investigation and there was no evidence of biomaterial ingestion, but a small kink was observed on the cannula near the motor housing. A flow test was performed on the pump to evaluate its flow levels at p-9 for 10 minutes in a bucket of water. The low flow did not reproduce, as the pump maintained a consistent flow of 3.7-3.8 l/min, which is within its specification. Kinks in the cannula do not typically reproduce low flows during testing because there are no applied forces on the cannula like there would be in the patients anatomy. The cause of the low pump flow is most likely the cannula kink, as the kink would lead to low flows when external forces are acting on it inside the patients anatomy. Product damage (cannula kink): clinical reported that the pump was showing reduced flows that resolved when it was replaced with a new pump. The product was returned for investigation and a small kink was observed on the cannula near the motor housing. The cause of the cannula kink was not determined due to insufficient clinical details.